Manufacturer narrative:
(B)(4). Article citation: eraslan, muhsin, et al. ¿multicenter case series of standalone xen implant vs. Combination with phacoemulsification in turkish patients.¿ international ophthalmology, 2021. Crossref, doi:10.1007/s10792-021-01899-7. Implant date: between 2016 and 2018. Age or date of birth: average age in the xen alone group was 62.7 and the xen + phaco group was 61.7. Multiple requests for further information have been made. Allergan has received no response from the authors. The events of high intraocular pressure and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
The article "multicenter case series of standalone xen implant vs. Combination with phacoemulsification in turkish patients" noted the serious adverse events of 2 eyes in the xen standalone group requiring trabeculectomy (at post op months 2 and 6) and 1 eye needing a tube implantation (at post op month 3), 1 eye undergoing trabeculectomy at post op month 3 in the xen combined phacoemulsification group, and 3 eyes in the xen combined phacoemulsification group requiring revision surgery due to implant dislocation. Overall, the rate of need for second surgical intervention rate was 12%.